Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 3 patient samples tested for sodium (na) and potassium (k) on a cobas 6000 c (501) module compared to a rapidpoint 500 system. It is not known if the erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The k electrode lot number was i90 and the na electrode lot number was b26. These were installed on the instrument on (B)(6) 2017. No expiration dates were provided. The customer stated qc results were fine. The customer stated they also repeated the patient samples that were run originally and the results did not change.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Possible root causes may be related to mis-sampling of the patient sample (typically caused by incorrect pre-analytics), ise/reference flow problems or user issues like calibration errors.